Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer informed the serial number of the instrument was unknown. It is unknown if the instrument will be returned as the issue involved a cover that was not properly attached. The instrument functioned normally after correction.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The instrument was changed, arm was re-draped, and the system was restarted to resolve the reported issue. The system was ready for use. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer called the clinical sales representative (csr) to report that arm 2 with cadiere forceps instrument was not moving intuitive during procedure. All other arms worked fine. Prior to the call, the customer tried a different surgeon side cart (ssc), a different forceps and restarted the device. The technical support engineer (tse) offered to call customer back and was told by the customer that the issue was gone and all worked as expected. The customer confirmed that the sterile adapter (sa) was reseated and a new cadiere forceps instrument was in use. The tse informed csr that the issue was gone and logs were clean. The tse confirmed in the logs that arm 2 was used during procedure. The procedure was completed. No known impact or patient consequence was reported.